Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022 it was reported by a distributor via sems that a ar-8737-38 hexalobe tip broke. This occurred on (B)(6) 2022 during a 5th metatarsal fracture while putting in the 4.0 cannulated headless compression screw the driver tip broke. A second driver was used to complete insertion of the screw, and that the driver hexalobe tip bent. There was no patient effect reported.